Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. This MDR is being submitted because reliability assurance testing identified premature battery depletion.